Manufacturer narrative:
H3: lens was returned dry within a microcentrifuge vial. Visual inspection found a optic deformed and haptic bent lens. Dimensional and functional inspection found the returned lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Due to the refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.